Event description:
A customer reported a malfunction on the pump, specifically indicating a malfunction code labeled as "malf 0." There was no adverse impact to the customer's blood glucose level. Tandem technical support provided information to reset the pump, assisted the customer in doing so, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reappears.